Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used to treat a malignant stenosis in the esophagus during a gastroscopy procedure on (B)(6), 2010. According to the complainant, the indication for the procedure was dysphagia due to esophageal cancer. During the procedure, the device was inserted inside the patient and advanced into the stenosis. An attempt to release the stent was made by pulling the deployment suture; however, after releasing approximately 15cm of the device, resistance was met and the deployment suture could not be pulled any further to deploy the stent. It was reported that the stent was not deployed and was removed from the patient. The procedure was successfully completed with a different device. There were no patient complications as a result of this event. The patient was reported to be in "stable" condition at the conclusion of the procedure. It was reported to boston scientific on (B)(6), 2010 that the stent was not partially deployed, but completely un-deployed. However, investigation results revealed the stent was partially deployed; therefore this event remains reportable.

Event description:
A report was received of a leak found during treatment after connecting with the patient's transfer set. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The sample has been requested, but has not been received for evaluation. A follow-up MDR will be submitted if the sample is returned for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a leak at the patient connector was confirmed during visual inspection. The observed condition was determined to be due to a manufacturing error; however, the root cause of the manufacturing error was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.